Event description:
Event description guidant received information that during the pre-implant check of this boxed cardiac resynchronization therapy defibrillator (crt-d), interrogation revealed that the monitoring voltage was 3.07 volts with a manual cap form of 7.9 seconds. The local guidant representative did not have a back-up device. A guidant technical services consultant discussed that the device could be implanted, but recommended that the rep check the battery status before the patient leaves the hospital.